Event description:
It was reported that a patient was experiencing new increased pain in their back and legs and underwent a superion indirect decompression system spacer explant procedure in order to have a spinal fusion device implanted. The cause of the pain is not known. The explanted spacer will not be returned for analysis as it was retained by the medical facility. No further information has been obtained despite good faith efforts.